Manufacturer narrative:
Complaint no: (B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This event occurred while the patient was connected, during fill cycle four of four of peritoneal dialysis therapy. The patient stated that the heater bag became disconnected when they were checking the line. The patient stated that the solution came out of the blue clamp bag only. The technical service representative assisted the patient in ending therapy during fill cycle four of four. The fill volume was reported to be 292ml. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.